Manufacturer narrative:
A total of six pedicle screws containing three (3) separate part numbers were implanted in september 2018. It is unknown which belongs to the fractured screws. 47010-065-050 (x4); polyaxial screw, 6.5mm x 50mm (ti-6ai-4v eli); 47010-065-040 (x1); polyaxial screw, 6.5mm x 40mm (ti-6ai-4v eli); 47010-065-045 (x1); polyaxial screw, 6.5mm x 45mm (ti-6ai-4v eli). No evaluation possible at this time. The implants have not been removed from the patient nor has the identifying lot numbers been provided.

Event description:
1 screw fractured at tulip/shank junction 3 months post-op. Now 4-6 screw have fractured. No revision surgery scheduled at this time. The arsenal spinal fixation system was originally implanted on (B)(6) 2018.